Event description:
Procedure type: tonsilectomy. According to the report: the needle detached from the thread and the knots came undone. No danger to the pt. There was bleeding in excess of 250cc. A second intervention was needed. Over half and hr delay. Another suture was used to complete the procedure.

Manufacturer narrative:
(B)(4)